Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an impla ntable neurostimulator (ins). It was reported that the rep ran an impedance check while reprogramming the ins and found that contacts 8-15 had high impedances. The rep was able to provide stimulation coverage without using contacts 8-15. No patient complications were reported.